Event description:
The complainant stated that the head of the bed will not lower using the siderail switch or when CPR is used.

Manufacturer narrative:
The account had not completed repairs. A f/u report will be sent once the customer discloses their investigation.